Event description:
The customer called and reported that emergency medical services treated her, after she gave herself a correction and did not eat right away. Customer's blood glucose was 23 mg/dl and her symptom was dizziness. Customer's blood glucose was 73 mg/dl at time of this report. The customer also mentioned there was a crack in the reservoir compartment and pieces missing. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.